Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the motor error alarms. The motor passed the motor test. The device had scratched screen, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed motor error several times while attempting to bolus. The blood glucose reading was 100mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the alarm history and found multiple motor error alarms. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.